Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer reported that the autopulse nxt platform (sn (B)(6)) exhibits reduced operational runtime. Based on the archive data review at zoll, the user powered off the platform and there was no loss of power. The returned nxt platform passed all the testing at zoll and functioned as intended. A review of the nxt platform archive data showed no hardware faults or alerts. Further archive data analysis indicated that on the date reported by the customer, the autopulse nxt battery (sn (B)(6)), with an initial charge of 119%, was inserted into the nxt platform. The nxt platform performed 1,287 compressions over a duration of 16 minutes and 23 seconds, after which it was powered off by the user with the battery's remaining charge at 76%. The nxt platform passed the functional testing with no issues. The nxt platform underwent continuous testing using the mztf with four batteries lasting an average of over 43 minutes of compression time. Following the service, the nxt platform passed final tests without issues.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6)) exhibits reduced operational runtime, as the nxt batteries do not last per the customer's expected performance duration. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.